Event description:
It is reported that the customer had high blood glucose levels of 162 mg/dl. The mother of the customer reported a chip on the display of the insulin pump. The mother of the customer reported that her son fell of the bike and the insulin pump fell off. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump received with no crack or chip lcd screen. Insulin pump had minor scratches on display window, cracked reservoir tube lip and scratches on case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.